Manufacturer narrative:
The device was returned olympus for evaluation. The evaluation did not duplicate the reported short circuit error or hot handle. Instead, the evaluation found that the teflon pad was worn down, exposing metal underneath. There was no other damage to the device. As a preventive measure, the device instruction manual contains several warnings and cautions for avoiding mechanical and thermal damage to the teflon pad: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during an unspecified procedure, the device kept generating a short circuit error and that the handle was getting hot. There was no bleeding or patient injury reported. The intended procedure was completed with a similar device from a different lot number.